Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a tpn bag was leaking into the silver over pouch. This occurred prior to use. The reporter stated that there appears to be a hole in the extension or compounding port. There was no patient involvement. No additional information is available.